Event description:
The customer states "while changing the dobbhoff safety peg, the bumper inside the stomach was lodged between the gastric walls. The md was able to navigate the peg outside the gastric wall with a guide wire back into the stomach and remove the old peg and reinserting a new peg.